Event description:
It was reported by a peritoneal dialysis (pd) patient¿s caregiver that a fluid leak was discovered after cancelling the pd treatment . During pd treatment patient encountered three air detected in cassette warnings. Treatment was cancelled and when the caregiver opened the cassette door there was fluid in the bottom of the cassette chamber. The caregiver was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. Upon follow up, the patient¿s caregiver indicated that prophylactic antibiotics were prescribed to the patient. The caregiver verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient had to have one manual treatment before the new cycler arrived. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection a visual inspection of the returned cycler exterior showed no sign of physical damage. There were no visual indication of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The accelerated stress test (ast) was passed. No fluid leaks in the test cassette during the ast test. The patient sensor calibration check passed. The internal inspection of the cycler showed that there were indications of dried fluid within the recess of the bottom cover adjacent to the pump. There was fluid in the hp3 filter within the pump assembly. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The fluid in the hp filters is related to the reported symptom code - air detected in cassette warning. A review of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported by a peritoneal dialysis (pd) patient¿s caregiver that a fluid leak was discovered after cancelling the pd treatment. During pd treatment patient encountered three air detected in cassette warnings. Treatment was cancelled and when the caregiver opened the cassette door there was fluid in the bottom of the cassette chamber. The caregiver was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. Upon follow up, the patient¿s caregiver indicated that prophylactic antibiotics were prescribed to the patient. The caregiver verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient had to have one manual treatment before the new cycler arrived. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.